Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2017-03420. It was reported the patient experienced ineffective pain relief on her left side. X-rays indicated the issue may be due to the location of the leads. Diagnostics identified high impedances on one of the leads. In turn, surgical intervention was undertaken to explant and replace the leads. Intra-operative testing on the new leads identified effective stimulation.

Event description:
Device 1 of 2 reference MFR. Report: 1627487-2017-03420.